Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional health effect- clinical code 1930 and 1932. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding additional investigation findings code 3243. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 1863 the correct codes for this complaint are: medical device problem code - 2408.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. This MDR submission is a late submission. A CAPA has been issued.

Event description:
It was reported that a patient experienced a dental implant loss.